Manufacturer narrative:
Investigation results: to date, the battery has not been rec'd for investigation. A f/u report will be sent once the investigation has been completed. The customer will be educated about inspecting batteries for damage or leakage during cleaning or prior to sterilization. If damage or leakage is found, discard battery. The cells inside the battery pack pose an electrical and chemical hazard. This info is provided in the powerpro battery charger instruction manual.

Event description:
It was reported that during use of this battery in a left total knee replacement, a crack was noticed on the top where it connects to the handpiece. The surgical site was irrigated with antibiotic irrigation as a preventive measure and no add'l treatment is anticipated.